Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's mobile power unit (mpu) started alarming in the middle of the night on (B)(6) 2026. There was no loss of power reported by the patient. The log files were submitted for review. The event log files captured low voltage hazard alarms on (B)(6) 2026 at 0012 while using the mpu. It appeared that total power was lost to the mpu for approximately three seconds. It was also noted that there were no external power events on (B)(6) 2026 at 0012 and appeared that both power leads were disconnected when switching power sources from the mpu to battery power as the batteries were not fully charged when they were connected. The log files captured low voltage advisory and voltage hazard events on (B)(6) 2026 at 0750 through 0832 while using battery power as they were at a low charge. A new mpu was provided to the patient.